Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 530 mg/dl to "high". Reportedly, a malfunction alarm and occlusion alarms occurred. Customer administered a bolus via the pump to address bg and went to the emergency room with high ketones identified as life-threatening by a healthcare provider on (B)(6) 2025. Customer was subsequently admitted to the hospital with diabetic ketoacidosis and treated with intravenous fluids of saline and insulin. Customer was discharged on (B)(6) 2025 with the issue resolved. Reportedly, the customer reset the pump to address the issue and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.